Manufacturer narrative:
This supplemental report is being submitted to provide the results of the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (6) six years since the subject device was manufactured. The device was returned to olympus for inspection. And the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the phenomenon occurred due to faulty power supply unit. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the main lamp of the visera elite xenon light source was not igniting. The spare lamp did ignite. The issue was found during maintenance. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. This event is under investigation. A supplemental report will be submitted upon receiving additional information.